Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the catheterization laboratory. Interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead had a high capture threshold. The physician elected to explant and replace the lead. The patient was in stable condition.